Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any impact. The philips field service engineer (fse) inspected the system onsite and found that the customer stated the system generated a remote alert "host pc memory 3 problems occurred during runtime". This is a re-occurrence case. Previously, fse cleaned the memory stick gold fingers and reinstalled it. Upon troubleshooting, fse checked the memory stick and hard disk box. The memory test results were good, and no memory errors were reported. Fse concluded that the device was working as intended without any issues. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc had a memory problem. Th device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.